Manufacturer narrative:
Product event summary: the afr-00001 sphere 9 catheter with lot 0231806338 and data files were returned and analyzed. Log files and lesion summary were returned from the field and reviewed. It can be noted through the lesion summary, during radiofrequency (rf) lesion #96, the maximum temperature reached 67 degree celsius with a current level max of 80%. This could be signs of a steam pop. During external visual inspection, the catheter was found to be intact, and no defects were observed. The cirris tester was used on the catheter for the shorts and mapping tests, which had passing results. The catheter was functionally tested using test capital equipment. Rf and pulse field ablations were completed successfully with the catheter. A new map was started, and the catheter was able to map appropriately. In conclusion, the reported steam pop issue is plausible through data analysis. The reported steam pop issue was not observed through testing. The catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the sphere catheter and extension catheter cable in a cardiac ablation procedure, a steam pop occurred during the first radiofrequency (rf) application on the cavotricuspid isthmus (cti). The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: afr-00006 (lot: 0231806494); product type: 0627-cables and accessories. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.